Event description:
The pt underwent placement of a double-lumen chemotherapy port. Eight months later, the pt was taken to the or for removal of the chemotherapy port when it was noted that the port was leaking.